Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the patient¿s implantable cardiac monitor (icm) loss of cardiac sensing due to wound healing as a result of icm implant. No intervention was performed. The patient was in stable condition.